Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no audio output. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, based on the data log that was received on 04/02/214, the complaint of no audio output was not confirmed.